Manufacturer narrative:
Model number/catalog number: sc-2208-50, serial number: (B)(4), batch/lot number: 176474 / 176660, model/catalog description: st linear lead 50cm. The explanted leads were not returned to bsn as they were kept by the medical facility. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. .

Event description:
A report was received that the patient was experiencing non target and undesired stimulation. It was also noted that the patient had pain in the upper back and soreness in the neck. The patient underwent explant procedure.

Event description:
A report was received that the patient was experiencing non target and undesired stimulation. It was also noted that the patient had pain in the upper back and soreness in the neck. The patient underwent explant procedure.

Manufacturer narrative:
Sc-1110, sn: (B)(6). Device evaluation indicated that the ipg passed all tests performed.